Event description:
The blade would not lock. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The present pfna blade was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. A function test was performed and the device was functional as required. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. It is possible that either the blade was not correctly assembled with the instrument or that the locking technique was not carried out correctly. No product fault could be detected.